Event description:
It was reported that the patient experienced a change in therapeutic effect, increased spasticity during the night prior to the report (0200). The patient had taken oral baclofen. The healthcare provider (hcp) wanted to increase the rate by 10% from 00:00 to 09:00 hours and leave the rest the same. Changes were made to the flex dose and the reporter wanted to verify that they were correct. The hcp reportedly took the simple continuous dose and divided it by 2. It was discussed that the current dose needed to be divided by 24 and not 2. The basal rate was programmed to 20mcg/hr and the one flex step was programmed to start at 00:00 and run until 09:00 hours; delivering a total dose of 30mcg/hr for a rate of 3.3mcg/hr, for a total of 330mcg/day. The programming was not done correctly; as the hcp had decreased the nighttime dose from 12.5mcg/hr to 3.3mcg/hr instead of the intended increase. This resulted in a lowered programmed dose and an increase in spasticity. The new flex daily dose was confirmed to be 311mcg/day and the rate of 12.5mcg/hr. The reporter was to confirm with the hcp that this was the correct/safe new flex programming rate. The patient was currently doing well and happy. The patient no longer had increased spasticity. The pump was used to deliver compounded baclofen and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8703w, lot# l45806, implanted: (B)(6) 1997, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).